Manufacturer narrative:
Concomitant medical products: implantable single lumen port (vendor, model, lot unknown); medication bag (vendor, model, lot unknown); therapy date: (B)(6) 2015. No product will be returned per customer. The customer complaint of set leak from where the IV secondary set spiked into the medication bag could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a cytarabine leak from where the IV secondary set spiked into the medication bag. Some of the drug leaked onto the nurse's gloves and surroundings. A chemo spill kit was used to clean the spill. No patient and/or user harm reported.

Manufacturer narrative:
Correction initial reporter address.